Event description:
Sample rec'd from user facility, on 3/15/99 from their customer. The sample contained a note from a nurse dated 1-26-99 which stated the pt was receiving a continuous infusion of the chemotherapy drug (5fu), through a central line with "cadd" pump. The nurse was contacted to visit the pt's home to declot the line. When the pump was turned off and the clave was disconnected, the "the clave cap was in open position and fluid dripped out". The md was not contacted and no pt injury was observed.